Event description:
This is being submitted based upon a retrospective complaint review. It was reported in 2001 that during a shoulder arthroscopy that the pump was not reading the pressure in the shoulder joint. There was distention in the joint and surrounding tissue noted in the shoulder. The surgeon switched from an arthroscopic procedure to an open shoulder procedure. It was reported that the pt did fine post operatively.

Manufacturer narrative:
The pump was received and evaluated. Customer complaint of pump not reading pressure was not verified. Pump was functionaly tested with no discrepancies found. Attempts to retrieve the pump tubing was unsuccessful as the facility had discarded the tubing.